Manufacturer narrative:
This is the final report.

Event description:
A report was received that a patient was experiencing difficulty charging due to the pocket being located in the armpit area. The patient underwent a pocket revision procedure to relocate the pocket to the left flank area. The patient is reportedly doing well.